Event description:
Customer reported monitors flickering and buttons not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a loose ground on the power cord. System operates as intended.